Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that insulin pump is delivering too much insulin causing the customer's blood glucose to dorp down to 47 mg/dl. Customer's most current blood glucose level was 112 mg/dl. Nothing further reported.